Manufacturer narrative:
Evaluation summary: the op channel replaced. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. This device is not distributed in us so that unique identifier is blank.

Event description:
The op channel is buckled. This event occurred at the time of during inspection. There was no report of patient harm.